Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleged headaches, nasal/throat irritation, and black particles in the tube and tank related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated and there was no signs of contamination on the external part of the device. The manufacturer visually inspected the device internally and found that there were 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 3026.9 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath suggesting a source external to the device. Evidence of water ingress on the blower and blower box. No errors were logged. The device risk tags (ER (B)(4) v20) associated with this failure mode include: irrit02, infect01. The results of this investigation do not impact the calculated risks. The manufacturer concludes no evidence of sound abatement foam degradation and breakdown in the device. Section h6 corrected and were updated in this report.